Manufacturer narrative:
Date sent to the FDA: 5/5/2021. Additional b5 narrative: it was reported that the patient experienced recurrent incisional hernia and adhesions following surgery.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2018 and mesh was implanted during which the surgeon noted the mesh had pulled away from the repair site. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. Other procedure was captured in a separate file. No additional information was provided